Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 5033777/5034797, model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patient was experiencing tenderness over the midline incision. The patient underwent an anchor revision procedure wherein the physician buried it deeper. The patient was doing well postoperatively.